Event description:
According to the physician, post procedure in (B)(6) 2009, the patient was fine. In (B)(6) 2011, patient complained of slower stream of flow and need to apply more pressure when voiding. The physician noted no issues. During follow up in (B)(6) 2012 the patient reported occasional urgency and pain in lower abdominal area. The physician was unsure whether these issues were gyn related. All other information is unknown and unavailable.

Event description:
It was reported to boston scientific corporation that an advantage transvaginal mid-urethral sling system was implanted on (B)(6) 2009. According to the complainant, post-procedure, the patient presented with unspecified complications. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.